Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient impact as the customer had not began using the pump for insulin therapy. Reportedly, the customer continued to use an alternate pump for diabetes management.